Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. The "known inherent risk" conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was dislodged from the septum. Additional information received indicates that the dislodgement was confirmed through fluoroscopy. This lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead was dislodged from the septum. Additional information received indicates that the dislodgement was confirmed through fluoroscopy. This lead was explanted and will be returned. No additional adverse patient effects were reported.